Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer treated with a correction pen. The customer stated that there were also bent cannulas. The mother stated that the alarm occurred during bolus. The customer was advised to do a 5 unit fixed prime. The customer stated that the test did not pass. The customer will be sent a replacement pump.